Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices from lots hcg1070186 and hcg1070067. Results met qc specifications. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported potential false negative urine hcg test vs. Quantitative serum results. A (B)(6) female had a urine test giving negative results. A quantitative serum hcg test was run the same day with a result of 189,000miu/ml. No other pt info was available. The customer provided two lot numbers and was not sure which one was used when testing this pt.